Event description:
It was reported that the set leaked and air was allegedly observed in the line to the pt. There was no resultant pt complication.

Manufacturer narrative:
MFR's report date 05/22/98. One sample was rec'd for evaluation and found to leak at the upper adapter to the pvc tubing. The sample was forwarded to the MFR for further analysis. It was determined that the leak resulted from insufficient solvent to the engagement during the mfg process. The MFR has increased their in-process controls and re-instructed all employees on correct assembly techniques to ensure a good solvent bond at the engagements.